Event description:
The pt's mother reported that the "down" arrow button was sticking from the keypad. The "down" arrow button had to be pressed multiple times to elicit a response from the keypad. All of the buttons bounce and spring back normally. The reporter denies damage to keypad or exposure to moisture and cleaning products.

Manufacturer narrative:
The pump was returned to animas and the keypad was observed to be intact with no visible damage. The "down" arrow button required multiple presses to elicit a response from the keypad. The "up" and "ok" buttons were responsive to user input. Additionally, the keypad was removed and adhesive was observed under the "down" arrow button contact.